Event description:
It was reported by a patient's family member that the patient was sitting down and using their cell phone and all of a sudden the patient got a shock and threw the phone down. It was noted that the phone was closer than 6 inches from the heart. Follow up with clinic found that the patient was seen for a device check two days after the report and the device was functioning normally. It was stated that the patient has supraventricular tachycardia and it was not determined if the patient got a shock or whether it was appropriate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.